Event description:
A facility reported that the vacuum of some cassettes did not work. The event happened twice on an unk date. No pt impact reported. Add'l info has been provided on (B)(6) 2014. The facility reported that the event happened before surgery, since the cassette already gave an error message during priming. However, it also happened during procedure. The surgeon was able to solve this so the pt didn't experience any impact. Add'l info has been requested but not received to date. This is one of five medical device reports being filled for this event.

Manufacturer narrative:
Cassette was received for eval but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).